Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an electrical test fail #53. The console was swapped out. There was no patient harm or adverse event reported.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that their in-house technician tested the iabp and could not duplicate the reported failure. The customer advised that they have not had aby further issues with the iabp. The iabp unit remains in clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) generated an electrical test fail #53. The console was swapped out. There was no patient harm or adverse event reported.